Event description:
It was reported the patient received a double valve replacement in 2007. The devices implanted were both sjm epic valves. The aortic valve was implanted using non-everting vertical mattress with sub-annular pledgets. In 2009, an echo was performed and revealed a high gradient (100 mmhg). The aortic valve was explanted and replaced with another manufacturer's 21mm tissue valve. Upon inspection of the valve, the surgeon said there was a cut in one of the leaflets. The patient was reported to be doing well.